Event description:
The user facility reported that the angio-seal was attempted to be placed retrograde via an amplatzer wire. When inserting the dilator/sheath combination, resistance was encountered when the sheath was inserted into the puncture site. The sheath was rotated several times during insertion. The angio-seal was not placed, and the tip of the sheath was slightly deformed. The dilator was not returned. Patient has been treated as intended. No significant blood loss. No patient harm.

Manufacturer narrative:
A1: patient identifier: requested, not available due to privacy. A2: age & date of birth: requested, not available due to privacy. A3: patient sex: not available due to privacy. A4: weight: not available due to privacy. A5: ethnicity: not available due to privacy. A6: race: not available due to privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up. No. 1 to update section d9, section h3. And to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned for product evaluation. The returned device included the header bag, hemostasis sheath and carrier tube. No other components were returned. The device was visually inspected and found to be in used condition with visible signs of blood. The bypass tube was found in the valve of the sheath cap. The anchor was exposed at the distal tip of the carrier tube along with several kinks and signs of damage along the shaft of the carrier tube. The device was returned in forward lock position. The complaint was able to be confirmed, for a kinked carrier tube. The exact root cause was unable to be determined. The likely cause was determined, to have been damage sustained to the carrier tube, during insertion into the sheath. The device history record (DHR) review determined, that the device was in a conforming state when released from terumo control. There is no indication, that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended, since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).